Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she put on a quick set and was not getting a delivery for the insulin pump because her blood glucose was not changing at all. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer had symptoms of nausea related to her high blood glucose. Customer treated with a manual injection. Customer declined to perform the high pressure test. Customer will be sent a replacement infusion set and tubing clamp. Customer stated that her blood glucose was 300 mg/dl around 1 pm but she was not sure.